Manufacturer narrative:
The field service representative readjusted and cleaned a probe, checked and adjusted all reagent and sample probes, checked and adjusted the rinse mechanism levels, checked the gear pump pressure, and replaced the calcium reagent. The customer performed calibration and qc with acceptable results and performed a precision check with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium results for 6 patient samples on a cobas 8000 c702 module. Sample 1: the initial result was 11.4 mg/dl and the repeated result was 9.4 mg/dl. Sample 2: the initial result was 12.5 mg/dl and the repeated result was 9.6 mg/dl. Sample 3: the initial result was 12.0 mg/dl and the repeated result was 9.5 mg/dl. Sample 4: the initial result was 13.8 mg/dl and the repeated result was 11.2 mg/dl. Sample 5: the initial result was 10.5 mg/dl and the repeated result was 8.5 mg/dl. Sample 6: the initial result was 11.9 mg/dl and the repeated result was 9.7 mg/dl. The repeated results were performed on another c702 module, sn (B)(4). The repeated results were believed to be correct. The results were reported outside of the laboratory. The reagent lot number is 459382. The expiration date was requested but not provided.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on calibration and qc data a general reagent issue could be excluded. The instrument alarm trace was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.